Event description:
We use becton dickson 10cc syringes in our alaris syringe pumps. We got a lot number of 10cc syringes in the hospital that had different syringe plungers in them that are longer than the rest of the lots. Because they are longer, when you insert the medication syringe into the pump and place the alaris control arm over the syringe plunger, it is higher than expected because of the longer plunger and as a result, when the pump is turned on, it displays a total volume in the syringe as 10.5cc, even though there is really still only 10cc. Because 10.5 is a greater volume than the guardrails will allow, it doesn't permit the staff to program the pump and administer the medication. It delayed care to the patient significantly. While investigating this, we discovered that the bad lot had plungers that were not branded with the usual bd logo. So, the company purchased them from a different manufacturer and they are slightly longer.